Event description:
It was reported that during intra aortic balloon (iab) therapy, counterpulsation started after the balloon was implanted, and the machine indicated loop leakage.no patient harm or injury reported.

Manufacturer narrative:
Due to character restrictions in block e1, full event site name is (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Record created to indicate that the 510(k) is not available - field intentionally left blank.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Complaint record ID: (B)(4).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: g4.